Event description:
It was reported that when the device was used during an colon resection procedure, the device locked out on the third firing and the surgeon was unable to complete the firing sequence. Opened another device to complete the case. There was no consequence to patient.